Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
The additional information received alleged that the patient experienced a sudden cardiac death; this additional information differs from the event type that was received by the initial reporter. Additional information has been requested in order to clarify the details surrounding this event. Any relevant additional information will be submitted upon receipt accordingly. This is one of three device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-15737, 1225714-2014-15738, and 2937457-2014-03560.